Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 and (B)(6) 2018 with blood glucose of above 600 mg/dl. The customer other blood glucose e were 200 mg/dl to 300 mg/dl and 500 mg/dl. The customer experienced symptoms such as not feeling well, vomiting and unable to stay awake. The customer was treated with insulin and intravenous fluid. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.